Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging the patient's spo2 was 50% level through 60% level. Patient became unconscious, and the heart massage was given to him. At 00:26 on (B)(6) the patient passed away. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.